Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an open seal was confirmed and the cause appears to be manufacturing related. The product returned for evaluation was one statlock stabilization device for maquet intra-aortic balloon (iab) catheter package. The package was returned with the statlock device within. Gross examination of the package revealed that the top seal and side seals were complete and contained no voids or gaps in the adhesive transfer and bonding between the tyvek lidstock and clear plastic back cover. However, the seal at the bottom of the package contained a void in the adhesive transfer and bonding between the tyvek lidstock and clear plastic back cover. It appears the manufacture seal of this package was never complete. The root cause for this event has been identified and corrective action(s) have been determined.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of juzff027 showed no other similar product complaint(s) from these lot numbers.

Event description:
Allegations made to manufacturing site of open seal.